Event description:
The leg delivery system was advanced in a very tortuous iliac and high friction was observed during advancement in the region of the patient's kinked iliac artery. After several attempts to push the delivery system up into the patient's anatomy, the delivery system kinked at the junction between the proximal end of the graft and the outer sheath. The delivery system was discarded and a second leg device was selected. This time the leg device successfully passed the tortuous iliac bifurcation most probably as a result of the iliac being straightened slightly from the initial attempts. The procedure was completed and the patient has been discharged from hospital.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. In this case it was the extreme tortuosity which led to kinking of the delivery system at a point where the patient's common iliac artery was highly tortuous.